Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a general decrease in the hearing performance and volume of the device. Revision surgery seems likely.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Diagnostic imaging will be performed and revision surgery might be considered.

Event description:
The user reported a general decrease in the hearing performance and sound volume with the device. CT scan will be reviewed and revision surgery is being considered. However, no further information has been received at this time.